Event description:
On (B)(4) 2010, the aci sales professional was made aware that a (B)(6) female (B)(6) had a pseudoaneurysm (psa) following a case in which the mynx device was used on (B)(6) 2010. The case was a coronary diagnostic via a 6f sheath. No info was provided regarding whether a femoral angiogram was performed and location of stick. Hemostasis was successfully achieved and the pt was ambulated and discharged. There was no report of device malfunction or difficulty during mynx deployment. Approx 5 days later, the pt returned with complaints of pain at the access site. A psa was confirmed which was successfully treated with thrombin injection. No further pt clinical sequela was reported.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided, the cause of the reported event could not be determined. The review of the lhr (lot f1000501) indicated that the mynx device met all performance specs upon shipment.